Event description:
It was reported that the patient had an advance sling system implanted in 2013. Following the sling implant the level of incontinence improved but worsened over time and an ams800 continence device was implanted. There were no patient complications reported as a result of this event.